Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sudden loss of capture and high impedance was noted when it comes to this right ventricular (rv) lead post hip surgery. Pace inhibition was also noted. The patient had a competitor device. An x-ray was sent for technical review. An rv lead fracture was suspected. No adverse patient effects were reported. Boston scientific technical services (ts) confirmed an rv lead fracture. The lead was replaced with a competitor lead. The lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.